Manufacturer narrative:
The console (aic) was returned for evaluation. Once the logs were reviewed, the complaint date revealed that the console issued the purge disc not detected alarm several times. Re-insertion of the pc/ purge disc was observed, yet the console still had problem in detecting purge disc. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause is defective component. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited that the pressure transmitter was not recognized during a cassette change. The device was replaced with another aic the customer had onsite. It was reported that this occurred during a procedure, the procedure was successful with no harm to the patient.